Manufacturer narrative:
Evaluation summary: the product was returned. Solution is dried on the lens. Haptic and optic damage was observed. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The reported haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in this lot. (B)(4).

Event description:
A physician reported that one day after an intraocular lens (iol) was implanted, it was noted to be dislocated due to a damaged haptic which also caused a missed refractive target. The lens was exchanged for another lens on postoperative day one. There was some minimal endothelial inflammation that resolved with minor astigmatism noted after the exchange, but the patient's vision was indicated as being fine.